Event description:
Clinical report states a revision due to metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-26897. This report, 1818910-2013-10747, will be rejected; 1818910-2012-26897 will be kept for investigation purposes.